Manufacturer narrative:
G4: 11oct2019. B4: 14oct2019. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019. The customer troubleshot with technical support. The customer ordered a touchscreen to address the reported problem.

Event description:
It was reported that the ventilator displays "bad touchscreen". There was no patient involvement.